Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during insertion, the cannula cracked at the tip. Nothing fell into the pt cavity. The device was replaced and the procedure was completed without further incident or delay. There was no bleeding reported in excess of 250 cc. Operative time was not extended by more than 30 minutes. There was no unanticipated tissue loss. No pt injury reported.

Manufacturer narrative:
(B)(4).